Event description:
The customer opened a new carton of contour test strips and found the strips were cut and the cap open. The box was sealed. No adverse events were alleged.the strip information could not be provided. Report filed under meter. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results.replacement test strips were sent to the customer.